Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was verified and attributed to the customer tampering with the device. The monitor board was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.